Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls (qcs) and calibrations recovered within ranges on the day of the event. The instrument produced multiple luminescent oxygen channeling immunoassay (loci) errors; for example, loci detector shutter open check failed and loci detector returned zero-sum cycle. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the insert and cup of the loci, reset the loci baseline data and ran 50 standard assay illumination read (sairs). Quick check and qc were performed and recovered acceptably. On subsequent visits, the cse replaced the loci module, aliquot plate elevator coupler, and mouse and aligned the loci arm. All plates were unloaded, loci check 1 and 50 sairs were performed and the result monitor for all loci tests was reset. All tests were calibrated and recovered acceptably. Siemens further evaluated the event and concluded the aliquot plate elevator coupler and the loci module potentially contributed to the falsely depressed tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was not reported to the physician(s). Triggered by a delta check, the sample was repeated on the same instrument. The repeat result was higher than the erroneous result and matched the patient¿s previous result of 5000 ng/l. The repeat result was reported, as the correct result, to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.